Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture date: monitor - (B)(4) - 06/21/2013, belt - (B)(4) - 05/25/2016.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away on (B)(6) 2020. Review of the patient's download data reveals that the patient experienced an appropriate treatment event on (B)(6) 2020 consisting of three shocks. Following device startup on (B)(6), the lifevest detected ventricular tachycardia (vt) at 280 bpm at 19:38:46. The patient received the first treatment at 19:39:25. The patient's rhythm at the time of the treatment was vt at 230 bpm. The patient's post-shock rhythm was bradycardia at 30-50 bpm. The lifevest declared a non-treatable rhythm at 19:39:45. On (B)(6), the lifevest detected vt at 230 bpm at 06:50:08. The patient received the second treatment at 06:50:58. The patient's rhythm at the time of the treatment delivery was vt at 210 bpm. The patient's post-shock rhythm was sinus bradycardia at 50 bpm. The lifevest detected vt at 200 bpm at 06:54:21. The patient received the third treatment at 06:54:58. The patient's rhythm at the time of the treatment was vt at 150 bpm and the patient's post-shock rhythm was vt at 150 bpm. Per the patient's continuous ECG recordings, the patient's rhythm then transitioned to ventricular fibrillation (vf) with variable amplitudes and heart rate from 06:55:21 to 06:56:32 before slowing it idioventricular rhythm at 60 bpm. Variable amplitudes and heart rate prevented the lifevest from delivering a treatment to the patient during this time. The patient was then seen in idioventricular rhythm at 40 bpm that degraded to asystole. The patient was in asystole with CPR/motion artifact until the device shutdown at 07:10:42 on (B)(6) 2020. The patient subsequently passed away. There is no indication or allegation that a device malfunction caused or contributed to the event, as the patient's equipment was returned and found to be fully functional. Reporting event out of abundance of caution.